Event description:
It was reported, about twelve days prior, the patient detected a scab near the scar on top of their head and went to the physician to have it checked. The physician did an MRI. The MRI did not detect an infection, however, did show swelling. The patient was put on antibiotics for 12 days. In late 2008, the patient woke up unable to walk. The patient remained at home. The patient checked the device and it remained on. Additional information has been requested, but was not available on the date of this report.

Event description:
Additional information received reported the patient had surgery on 'bubble' in 2011. It was stated that there was a 'persistent anxiety' of infection; therefore a flap was surgically placed. No further information was reported.

Manufacturer narrative:
Product ID 3389s-40, lot# v057193, implanted: 2008-(B)(6), product type lead.